Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, after the lead tip was extended, physician tried to retract but the tip could not be retracted completely. The rv lead was explanted and checked externally, and the lead tip was confirmed could not be retracted. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.